Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). Results of investigation: the carefusion failure analysis lab examined printed computer board assembly (pcba). After power up the screen powered on normally and touch screen worked as intended. The reported issue was not duplicated and there was no failure detected. The root cause of the reported issue could not be determined. This reported issue will be tracked and internally investigate the situation.

Event description:
It was reported while using the avea ventilator, the training uim touch screen is frozen. There was no patient involvement associated with this event.